Event description:
Account states during a c-section where the patient was anesthetized with a spinal and therefore awake, there suddenly was a poof, like something was being ignited. The nurse looked down towards the thigh area and there was a perfectly round 1/2 dollar sized hole through the drape. The nurse noticed a blue flame on the patient's right side, and patted out the flame. The drape was lifted and the patient had 2 burns, one about 3 inches on their right side, the other about 2 inches, one inch from the end of the incision on their upper thigh. The patient was obese and they had to lift up folds of skin to prep and drape. The incident occurred after (about 15 minutes) the surgeon began to cut through the fat. Nurse reports that about 2-3 minutes passed between the time the patient was prepped and the actual incision.